Event description:
It was reported that patient had experienced pain at the implant site. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.